Event description:
It was reported that during a da vinci-assisted hartmann's reversal procedure, part of the force bipolar instrument tip broke off mid procedure (one side). The broken part was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information regarding the reported event: the customer did not identify any issues with the functionality of the instrument prior to the event. The instrument did not collide with any other instruments during the case. Additionally, no resistance was felt upon removal of the instrument through the cannula. The patient has not returned to the hospital due to experiencing any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was received and failure analysis found the instrument to have the molded insulator broken. As a result the grip became dislodged. A piece measuring approximately 0.77mm x 2.31mm was missing from the molded insulator and not returned. The instrument was also found to have a broken conductor wire at the dista end. The conductor wire broke as a result of the molded insulator break. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.